Event description:
It was reported that during transport use on a patient, the cardiosave intraaortic balloon pump (iabp) gave a low battery signal. The battery died while on the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the iabp and could not reproduce the issue. The logs were reviewed and no major failures were found. Both batteries had adequate run time. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during transport use on a patient, the cardiosave intraaortic balloon pump (iabp) gave a low battery signal. The battery died while on the patient. No patient harm, serious injury or adverse event was reported.